Event description:
During a pph procedure, the device did not cut completely, and some of the staples were malformed. There was bleeding, but no transfusion was needed. Used cautery and suturing to complete the procedure. There was no patient consequence.